Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to non-capture. No additional adverse patient effects were reported. This lead will not be returned for analysis as it was retained by the explanting facility.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. Lead dislodgement was suspected. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to non-capture. No additional adverse patient effects were reported. This lead will not be returned for analysis as it was retained by the explanting facility. Additional information received reported that the observed right ventricular (rv) non-capture was suspected to have been caused by microdislodgement. No additional adverse patient effects were reported.